Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6   no product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing  medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: placed cup without complications. Reaming femoral canal up to 8mm and used an 8mm broach excellent cortical contact, trialed without issues. During placement of biomet 8mm size 8 high offset femoral stem, noted a crack in the calcar. Placed depuy cable around calcar, placed final implants, wound closed no further complications a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported during initial left tha performed it was noted during placement of stem, found calcar bone fracture. Fracture repaired with competitor cable, and final stem placed. Attempts have been made and additional information on the reported event is unavailable at this time.